Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to (B)(4) and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed the oscillating saw attachment seized. Further inspection found worn and corroded ball bearings, needle bearings, extensive corrosion to the oscillating head housing and gear housing, a worn and corroded oscillating bearing shell and oscillating fork, worn o-rings and seals. This is attributed to faulty handling. The device was repaired and returned to the customer on 05/23/2013. Placeholder.

Event description:
Customer reported out of order/malfunction and not working. This is report 1 of 1 for complaint #(B)(4).